Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds and intermittent loss of capture. It was noted that the patient experienced lightheadedness and dizziness. The rv lead remains in use. No further patient complications have been reported as a result of this event.